Event description:
It was reported that when the surgeon reduced the rod with this persuader, it got stuck on the screw head and was difficult to remove. After a lot of effort was made, they managed to get it off of the screw head. The same thing happened to the second persuader. This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Testing showed no mechanical damages or misuses. Based on these findings, we conclude that the cause of the problem is not due to any manufacturing non-conformances. This complaint is indeterminate.